Manufacturer narrative:
The reason for replacing this product is unrelated to the field action.

Event description:
It was reported that the patient called because he is having difficulty with is pump. He states that it is still hard as a rock at times and that he can not always get it to pump; he states that he has taken a pair of gauze wrapped pliers to the pump to aid. Patient liaison advised patient not to do that again as he could damage the device and sent him troubleshooting tips. The patient will contact again if he continues to have difficulties.